Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, pelvic organ prolapse and dyspareunia on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. The patient has undergone additional surgeries and revisionary procedures, including a mesh removal on (B)(6) 2006 due to discharge, bleeding, dyspareunia and pain. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal bleeding, nocturia and frequency. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent the concurrent procedures of bilateral paravaginal repair and cystoscopy during mesh implantation.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - dyspareunia. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05518. The same patient is represented in each medwatch.